Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The device model number was not provided and neither was any of the packaging. So the manufacture date, expiration date, lot number, and 510(k) number are all unknown. Since the device could not be evaluated, a root cause could not be determined. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 2090040-2011-00029, where a patient needed an additional procedure to replace the device where the screws were stripped even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that on the external fixation device "the threads appear to be stripped on the clamp." The device was still used and no patient injury was reported by the user facility.